Manufacturer narrative:
(B)(4).

Event description:
Pentax medical became aware of a report on 28feb2020 stating, "no return to neutral position and blocking of instruments (damaged) - inability to get out - olympus sphincterotome - us endoscopy brushes." Involving pentax medical single use distal end cap with elevator, model oe-a63, lot number 0011019. The patient is safe and without complication. Following their internal memo, was in shock (only) and the procedure took too much time (45 minutes more). Based on a communication from pentax (B)(4) via email on march 19, 2020 stating that the reference to "shock" within the initial report refers to the user being startled that the failure occurred. The customer used pentax medical ed34-i10t2 #a120240 with olympus clevercut 3v model #kd-vc611q-07301s, boston dremtome rx44 model #m00584050. The 2 sphincterotomes used by the customer are not claimed as compatible by pentax in the instructions for use(IFU).